Event description:
It was reported that during the implant procedure, defibrillation testing failed twice. The patient was rescued by external defibrillator. Repeat defibrillation threshold testing was then successful. The device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.